Event description:
It was reported the pt is no longer receiving stimulation due to being unable to charge his scs system. The pt is unable to access his charging system and pt programmer. A replacement charging system was sent to the pt.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.